Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl and loss of consciousness; cause was not known. Customer consumed glucose tablets to address the issue and was driven to the emergency room by spouse. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.